Manufacturer narrative:
(B)(4). D10: medical product: tibia cemented 5 degree stemmed right size f: catalog#42532007502, lot#64988468; articular surface medial congruent (mc) right 10 mm height: catalog#42522100810, lot#65067082; biomet bc r 1x40 us item: 110035368, lot:y24bag1221, qty: 3 h6: proposed component code: mechanical (g04) - femur the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right total knee arthroplasty. Approximately three (3) years post-implantation, the patient began to experience pain and instability and underwent a revision surgery due to loosening of the femoral and tibial components. All components were revised without reported complication. All available information has been reported.

Manufacturer narrative:
This-follow up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h10; h11. H6: proposed component code: mechanical (g04) - femur visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.